Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a prolonged low blood glucose episode after announcing a normal dinner at a glucose of 88 mg/dl, receiving 9.5 units of insulin, and subsequently dropping below 40 mg/dl for about an hour, with the ilet providing low alerts; the user indicated they sometimes administer outside insulin while remaining connected to the ilet. Symptoms included confusion and sweating. Outcomes included correction with oral carbohydrate (approximately 24 ounces of orange juice) without outside assistance or medical intervention. Investigation included review of device-reported glucose and alert data and provision of troubleshooting and education. Investigation of this case revealed hypoglycemia with an unclear cause; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.